Event description:
Customer's mother reported that approximately two months before the call, the insulin pump lost all memory. Caller reported that there was no error alarm associated with this event. Blood glucose level was 175 mg/dl earlier in the day of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.